Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly to moderately tortuous vessel. A 18-6/5.8/75 xxl esophageal balloon was advanced for dilatation. However, during second inflation at 4 atmospheres for 10-15 seconds, the balloon ruptured. The device was removed and the procedure was completed with 18x6 xxl esophageal balloon. There were no patient complications reported.